Event description:
It was reported that 1300 needles 25g 1in were found to be blocked. The following information was provided by the initial reporter: "needles blocking customers has stated that they are experiencing blockages in some recently supplied needles."

Manufacturer narrative:
H.6. Investigation summary: 300 representative samples were received by our quality team for evaluation. Upon visual inspection 13 out of the 300 were observed to have clogged needles; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. There is a vision system at the assembly machine to detect the clogged needles and reject the part. The non-conformance might have happened on the reject station due to the worn out valve. Based on the investigation, there is no issue with the extension of cylinder to reject the part, however, during the retraction there is a delay in the return action of the cylinder piston and hence cause the part to be rejected wrongly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 1300 needles 25g 1in were found to be blocked. The following information was provided by the initial reporter: "needles blocking. Customers has stated that they are experiencing blockages in some recently supplied needles."